Manufacturer narrative:
Visual examination of the provided pictures identified the tip had fallen off the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to the locking ring being at the low end of specification. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that while using the pulsavac wound lavage, in total knee replacement procedure, the tip of the pulsavac came off. The tip did not go inside of the patient. There was no harm or delay involved. No adverse event was reported as a result of this malfunction.